Event description:
A malfunction alarm with the code malf 0 was reported, but it did not cause any adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, which successfully resolved the issue as the malfunction did not recur afterwards. The customer was advised to continue using the pump and to report any future issues if the malfunction code reappeared.